Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the tip of the catheter, at the peek housing tip transition, was broken when out of package. The catheter was changed to another one and the procedure continued. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event has been assessed as MDR reportable because if the peek housing is almost splitting, detaching or internal parts are exposed, there is a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/15/2018. The analysis has begun but is not completed at this time. Notified by the biosense webster failure analysis lab on february 15, 2018 of the returned catheter condition: transition between the tip section and lumen of the catheter is separated. Internal parts are exposed. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on february 25, 2018. There were no exposed wires or lifted rings seen during procedure. This catheter was not used on the patient. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the tip of the catheter, at the peek housing tip transition, was broken when out of package. The device was inspected and the peek housing transition was found separated with internal parts exposed. A deflection test was performed and the catheter failed. Failure analysis testing was performed and the catheter was dissected on the tip area. The t bar was found to have slid down, causing improper deflection condition. Additionally, residues of polyurethane application were found at the t-bar anchored place. This indicates proper manufacturing assembly. The t bar slippage is the root cause of the damage observed on the peek housing, since the t bar is causing stress on that area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the properly assembly of the device. (B)(4).